Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that drg system was not providing adequate therapy. As a result, surgical intervention was undertaken wherein the lead at s2 vertebral level was explanted and new drg lead was implanted at s1 vertebral level. Reportedly, effective therapy was restored post-operatively.